Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected button error alarm was noted. The insulin pump had intermittent up and down arrow button response due to corroded keypad traces. A broken reservoir tube lip, cracked display window, cracked case at the display window corners, scratched reservoir tube window, cracked battery tube threads and a missing end cap sticker were noted.

Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 184 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to revert to back up plan. No further information reported.